Event description:
Wire that goes into the switch caught fire.

Manufacturer narrative:
The user reported that she saw smoke and then a burn mark. Upon investigation we found that the cord had been severed by an external source. Our investigation shows the sparking occurred as the cord was severed. Upon further investigation we found: poly cover dirty or stained, cord twisted, cord cut/burned other location, pad bunched, bent/broken lead, thermostat discoloration. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.